Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed a lead safety switch for a pace impedance measurement of greater than 2000 ohms. The system will continue to be monitored. There were no adverse patient effects. The system remains in service.